Event description:
Gastric by pass procedure. Slc55b dlu with reload was fired. Firing cylce was incomplete and knife blade was left exposed approx 1cm into firing cycle. Staples did not fire. Another reload was loaded with same result.